Event description:
It was reported the procedure was to treat a lesion located in the circumflex (cx). An unknown drug eluting stent was planned for stenting using a kissing balloon technique. A jailed wire technique was being followed using a balance middleweight universal guide wire when the distal segment of the guide wire separated (6-7 centimeters) in the sidebranch of the cx. No resistance was felt during advancement of the guide wire; however, resistance was felt during retraction of the guide wire. All attempts to retrieve the guide wire were unsuccessful. The patient was transferred to the heart center in (B)(6) where it was possible to snare the separated segment of guide wire from the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported detachment of the device was confirmed. The reported difficult to remove was not confirmed due to the condition of the returned device and being caused by procedural circumstance. Based on the visual and dimensional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch report, it has been confirmed that the resistance felt during retraction of the guide wire was due to the deployed stent being used in the jailed wire technique. The patient was in good condition after the removal of the separated section of the guide wire. There were no adverse effects after retrieval by snare. No additional information was provided.